Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported burnt screen which was verified during visual inspection which found that the liquid crystal display (lcd) was burnt. The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a burnt screen. There was no patient involvement. No additional information is available.